Event description:
The customer received questionable ion selective electrode (ise) sodium results on their c501 analyzer. The customer provided data for three patients with discrepant results reported outside the laboratory. Repeat testing was performed on (B)(6) 2012 using the same c501 analyzer. The initial samples were processed by an mpa and aliquoted into sample cups. The first patient's initial sodium result was 155 mmol/l. The repeat result was 141 mmol/l. The second patient's initial sodium result was 150 mmol/l. The repeat result was 137 mmol/l. The third patient's initial sodium result was 154 mmol/l. The repeat result was 144 mmol/l. The customer considered the repeat results to be correct and they were issued as corrected reports. The customer stated the patients did not receive any treatment based on the erroneous results that were reported. The sodium electrode lot number and expiration date were not provided. The field service representative could not duplicate the erroneous results. He checked ise system and analyzer system for abnormalities and could not find any problems. He performed ise check which met specification and precision of ise within run and run to run. The results were within manufacturer's specifications. The customer performed quality control and verified the results were within the customer's range.

Manufacturer narrative:
No root cause could be determined as the data from the customer was incomplete. It was noted the customer was not centrifuging the samples to the tube manufacturer's specifications. The erroneous results did not cause any adverse events.